Event description:
The caller reported that the t: slim x2 pump battery would not charge, with a power source alert noted around the time the issue started. There was no adverse impact to the customer's blood glucose level. The caller had to hold the cable in place to maintain a charge connection, but using a different cable did not resolve the issue. Technical support decided to send a replacement tandem cable and wall adapter via two-day shipping and planned to follow up. The customer was instructed to rely on multiple daily injections (mdi) if the pump battery depleted before the replacement arrived.